Event description:
A customer reported a high blood glucose level, but the specific value was unknown as it was displayed as "high." Cause was not known. The customer performed a correction bolus using the pump and was advised by technical support to inspect various components and consult a healthcare professional to discuss what might be affecting their blood glucose levels. The customer was advised to replace supplies as needed and continue with insulin therapy.